Manufacturer narrative:
Unit alarmed button error followed by unresponsive buttons due to corroded keypad traces. No frozen screens or battery out limit alarms noted.

Event description:
The customer reported via phone call that she had an insulin reaction and fell out of bed. The customer may have been pressed up against the buttons. The customer did not receive medical attention. The insulin pump alarmed button error and then battery out limit. The customer was unable to clear the battery out limit alarm. At the time of call the buttons were unresponsive. Customer's blood glucose level was 120 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.